Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had smoke from the top of the machine during a patient treatment. Treatment was discontinued and the patient blood was rinsed back. The patient completed treatment on a different machine with new supplies. It was found that the actuator test board was burned on the solder side. The biomed confirmed that the smoke detectors did not go off. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, spark, flame, or arcing observed. The biomed replaced the actuator board, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The actuator board was reported to be discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.